Manufacturer narrative:
The patient was enrolled in the (B)(4) study with a 99%, eccentric, ulcerated, mildly calcified lesion in the ostium of the left internal carotid artery with thrombus present in the lesion. An angioguard was chosen for the procedure; however, it failed to cross the lesion. Therefore, another angioguard was placed. The lesion was pre-dilated. A type c dissection was documented after pre-dilation with a boston scientific sterling balloon. A precise stent was then successfully implanted. According to the physician, a boston scientific sterling balloon was used for dilation of the lesion. It did cause a dissection in the lesion that was to be stented anyway so it was treated by the stent used to treat the stenotic lesion. There was no extension of the dissection that required any further stenting than would have been needed to treat the lesion if there had been no dissection. Note: lake region lot number 01419865 which is cordis lot number 70210512 per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01419865. This packaging lot contained 55 units, which were shipped from lake region medical on april 13, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Dissection is a well-known and extensively documented potential complication of this type of procedure. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. In view of the planned stent procedure, the dissection occurring with predilatation was appropriately treated with the planned stent implantation. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of a non-cordis device and is not related to a product quality issue. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was enrolled in the (B)(6) study with a 99%, eccentric, ulcerated, mildly calcified lesion in the ostium of the left internal carotid artery. There was thrombus present in the lesion. An angioguard was chosen for the procedure, however, it failed to cross the lesion. Therefore, another angioguard was placed. The lesion was pre-dilated. A type c dissection was documented after pre-dilation with a boston scientific sterling balloon. A precise stent was successfully implanted.